Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are underfilling the following information was provided by the initial reporter: "it was reported that the tubes have insufficient vacuum. The tubes fill very little then stop. Event description per sfdc pir states: copied from customer e-mail: curtis ¿ I was just made aware that we are seeing issues sometimes with gold top tubes vacuum not working. It fills very little then stops. I have one example so far and have asked my team to save further examples. The lot number I have right now is 9353993, exp (B)(6)2020 ."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are underfilling. The following information was provided by the initial reporter: "it was reported that the tubes have insufficient vacuum. The tubes fill very little then stop. Event description per sfdc pir states: copied from customer e-mail: (B)(6)¿ I was just made aware that we are seeing issues sometimes with gold top tubes vacuum not working. It fills very little then stops. I have one example so far and have asked my team to save further examples. The lot number I have right now is 9353993, exp 12-31-2020."